Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2001 along with concurrent hysterectomy and cystoscopy due to sui and incontinence. It was reported that following insertion the patient experienced pain, urinary/bowl problems, bleeding, dyspareunia,

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. The patient underwent posterior repair with restorelle y mesh on (B)(6) 2011 due to post-hysterectomy prolapse, cystocele, rectocele, enterocele. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.